Event description:
Information received by medtronic indicated that there was air present inside the sheath during a cryoablation procedure. The patient has st elevation which resolved within 5 minutes. The sheath was replaced and the procedure was completed without further issues. There were no further patient complications.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. The sheath passed the inspection as per specification. This report will be recorded and trended.